Event description:
The patient was revised to address pain and elevated ion levels. The cup appeared malpositioned on x-rays. Doi: unk - dor: (B)(6) 2010.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Patient fact sheet (pfs) form received which identified date of birth, part/lot information and date of implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.